Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) system on (B)(6) 2018 to treat a subtrochanteric fracture. The patient presented the hospital postoperatively, once in (B)(6) of 2018, and twice in (B)(6) of 2018. According to the surgeon, the union of fracture was weak at that time. From (B)(6) of 2018 to (B)(6) 2019, follow-up observation was done to another hospital. Thus, the patient's condition during that time was unknown. X-ray images were taken on an unknown date and confirmed a broken proximal femoral nail antirotation (pfna) nail. The re-fracture is occurred in daily life. (It was not caused by falling). Re-operation was completed successfully on (B)(6) 2019. During the revision surgery the implants were removed and the affected site was fixed. Patient status is unknown. Concomitant devices reported: unknown pfna blade (part# unknown, lot# unknown, quantity 1) and unknown locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 473.031s; lot: l337726; manufacturing site: bettlach; release to warehouse date: march 29, 2017; expiry date: march 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.